Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in home. The customer was hospitalized on (B)(6) 2022 due to low blood glucose. The cause of death was pending investigation. The customer¿s blood glucose was x mg/dl at the time of death. It was unknown wearing the insulin pump at the time of death. The customer was not using sensors. Insulin pump worn at time of passing. The caller agreed declined to return the insulin pump for analysis.